Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the finger clutch of the master tool manipulator right (mtmr) of the surgeon side console (ssc) did not work properly. The customer received phone assistance from the intuitive technical support engineer (tse). The customer requested the customer to power cycle the system. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The finger clutch did not work well. The surgeon did not switch to the other ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the master tool manipulator right (mtmr) of the second surgeon side console (ssc) worked intermittently. The fse replaced the mtmr to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure was reproduced during calibration. The complaint was confirmed based on the field evaluation and failure analysis.